Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 70 mg/dl. A bg meter was reading was taken for comparison however, the patient cannot recall the value. The patient was experiencing dizziness and then suddenly loss consciousness. Emergency medical services (ems) was called (it was not specified by who) and the patient can not recall the medication that ems provided to the patient. Ems transported the patient to the emergency room. The patient was reported to have regained consciousness after 30-45 minutes. After treatment, the patient cgm was reading 104 mg/dl and the bg meter was reading 148 mg/dl. The patient was discharged home on the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.